Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed by the naked eye and microscope. During visual inspection, red particulate matter was identified at the bottom of the syringe barrel. The reported condition was verified. The cause of the reported condition could not be determined. A retention sample was reconstituted using the needle syringe and the diluent vial, but the condition was not duplicated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that red particulate matter was observed in the needle syringe during preparation of floseal hemostatic matrix. There was no patient involvement. No additional information is available.